Event description:
It was reported that an alert for noise on the rv lead was observed. Review of egm noted an episode of vf (no therapy delivered) that was due to noise. There was no other electrical anomaly. Patient was asymptomatic. Lead was capped and replaced on (B)(6) 2017 due to extra cardiac stimulation. Patient¿s condition was fine during and post-procedure. Patient was discharged home same day.